Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Concomitant medical products: item# 010000662, g7 pps ltd acet shell 50d d, lot# 6289152; item# 010000856, g7 neutral e1 liner 36mm d, lot# 6289818; item# 51-130100, tprlc 133 fp 12/14 bm so 10.0, lot# 6246373; item# 010000998, g7 screw 6.5mm x 25mm, lot# 6238952; item# 010000996, g7 screw 6.5mm x 15mm, lot# 3716836. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that patient underwent a hip arthroplasty revision due to infection approximately 9 months post initial implantation. Patient was reportedly treated with multiple washouts and antibiotic treatments without success, prior to explantation of the implants. Patient subsequently passed away a few days after the revision procedure due to the infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip arthroplasty revision due to infection approximately 9 months post initial implantation. Patient was reportedly treated with multiple washouts and antibiotic treatments without success, prior to explantation of the implants. Patient subsequently passed away a few days after the revision procedure due to the infection.